Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va29s0e implanted: (B)(6) 2020 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the healthcare provider pulled t he lead up 1 centimeter to where the lead should be placed according to target. Rep reported that revision surgery took place due to patient not getting adequate symptom relief.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va29s0e, implanted: (B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 11-mar-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) said healthcare provider (hcp) plans to pull the left lead back 1 cm, and rep is concerned about what would happen if the surgeon drops the cover. Discussed components/process for using sensight if hcp dropped the burr hole cover. Cover is no longer available for order.